Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). After the three stents were implanted in the lesion, another 4.00x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected. However, during preparation, prior to introducing the device into the guide catheter and into the patient's body, the stent was stripped off from the stent delivery system . There were several attempts trying to figure out what happened to the stent or where the stent was. The patient was sent for x-ray to make sure that no stent dislodged inside the patient's body nor inside the guide catheter and no stent was found. Another 4.0x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and successfully implanted in the proximal rca. No patient complications were reported.